Manufacturer narrative:
Device was used for treatment, not diagnosis. Zhang, z., jiao, l., zhu, w., du, y., and zhang, w. (2015). Comparison of bryan versus prodisc-c total disk replacement as treatment for single-level cervical symptomatic degenerative disks disease. Archives of orthopaedic and trauma surgery, in press, 3 january 2015. This report is for an unknown prodisc c with unknown part, unknown lot and unknown quantity. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: zhang, z., jiao, l., zhu, w., du, y., and zhang, w. (2015). Comparison of bryan versus prodisc-c total disk replacement as treatment for single-level cervical symptomatic degenerative disks disease. Archives of orthopaedic and trauma surgery, in press, 3 january 2015. China. This was retrospective review performed between january 2007 to january 2012 with 33 patients who were implanted with a non-synthes device and 35 patients implanted with prodisc-c total disc replacement (tdr). The purpose of the study was to compare the two implants. Inclusion criteria: single level cervical degenerative disk disease causing radiculopathy or myelopathy in skeletally mature subjects from c3-c7 and failed conservative care for about 6 weeks (except myelopathy that needed immediate attention). The study population for prodisc-c included: 13 males, 14 females, mean age of 43.1 years (ranging 24-60 years old); bmi mean 25.9 (ranging 17-31); activity levels at study enrollment varied from minimal to active. Clinical outcomes data, surgical data, and pre-operative demographic data was collected. Post-op follow-up investigations were performed at 1, 3, 6, 12, and 24 months. Complications for prodisc-c included: at 24 month follow up, 1 patient had revision surgery due to adjacent level disease and had anterior cervical discectomy and fusion (acdf). 9 subjects had radiographic evidence of heterotopic ossification (ho) (grade 1 = 2, grade 2 = 5, grade 3 = 2). This is report 1 of 1 for com-(B)(4). This report is for an unknown prodisc-c with an unknown part number, lot number and quantity. A copy of the literature article is being submitted with this medwatch.